Event description:
It was reported that the nurse noted a loud rushing water sound between the pads and fluid delivery line. Mis could hear it over the phone. Flow rate was 3.3lpm and there was no leaking at the junction. Mis tried moving the pads to other ports but the issue was not resolved. No alerts or alarms other than the patient temperature 1 below low patient alert (11). Patient temperature was 33.9c, target temperature was 36c , water temperature was 27.4c but finally closer to 30c at the end of the call. Nurse confirmed the water temperature was at 40c earlier so heater should be functioning properly. Mis suggested might be changing the pads so that they could be returned for investigation. Per customer via phone on (B)(6)2023 it was reported that there was no impact to the patient and therapy was completed. Patient was a female between the ages of 9 to 11 years old. Nurse said that they switched the connection and then the device started to warm the patient. Nurse was advised by mis to replace the pads. Per customer via phone on (B)(6)2023 it was reported that they switched the connection between the arctic sun and the pads. The pads were switched also.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the nurse noted a loud rushing water sound between the pads and fluid delivery line. Mis could hear it over the phone. Flow rate was 3.3lpm and there was no leaking at the junction. Mis tried moving the pads to other ports but the issue was not resolved. No alerts or alarms other than the patient temperature 1 below low patient alert (11). Patient temperature was 33.9c, target temperature was 36c , water temperature was 27.4c but finally closer to 30c at the end of the call. Nurse confirmed the water temperature was at 40c earlier so heater should be functioning properly. Mis suggested might be changing the pads so that they could be returned for investigation. Per customer via phone on 06mar2023 it was reported that there was no impact to the patient and therapy was completed. Patient was a female between the ages of 9 to 11 years old. Nurse said that they switched the connection and then the device started to warm the patient. Nurse was advised by mis to replace the pads. Per customer via phone on 14mar2023 it was reported that they switched the connection between the arctic sun and the pads. The pads were switched also.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be "misconnection of supply and return lines". The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog and lot number for this device are unknown. Therefore, bd was unable to determine the associated labeling to review. Section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.